Event description:
Related manufacturer reference number: 2017865-2022-38459, related manufacturer reference number: 2017865-2022-38460. It was reported that the leads were explanted due to lead dysfunction.

Manufacturer narrative:
No additional information was reported/additional information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
New information received indicated that the patient developed an infection. The whole system was explanted. The patient was in stable condition post-procedure.